Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that approximately three months post implant, the patient with this defibrillator and leads was hospitalized due to a pericardial effusion. The effusion was drained and the patient received a blood transfusion. It was thought this issue was due to the patient's condition. According to available information, the intervention was successful and this system remains implanted and in service.